Event description:
S/p placement of thread to l jawline. "Coiling" occurred to distal end of the thread. Thread visibly protruding. Coiling not present immediately post treatment. Threads had to be removed to avoid permanent damage.